Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. The reported condition of the tissue sticking was not confirmed. The device was activated on simulated tissue with satisfactory results. The jaws opened and closed properly when testing the latch mechanism. The device was activated on various sized vessels of porcine tissue and no sticking was observed upon opening the jaws. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 03/07/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws were sticking to the patient's tissue during an lar. The device was on mesentery tissue of less than 5mm at the time. There was no blood loss or injury to the patient.